Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6) 2010, this patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Post-operatively noted during an aortogram was a tiny abnormality that appeared to be a small type ii endoleak. The patient tolerated the procedure. On (B)(6) 2011, an additional procedure was performed to treat a proximal type I endoleak that fed the aneurysm sac (amount of growth unknown). An aortic extender component was implanted high with possible partial occlusion of the left renal artery ostium for treatment of the endoleak. Also noted was a type ii endoleak originating from the inferior mesenteric artery and effectively treated with coil placement. The patient tolerated the procedure.